Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the field service engineering report (fser) was reviewed for investigation. Per the fser high flow was noted and a baseline icon was displayed on the console. The check valve (cv4) was replaced and the console was tested and the baseline flow icon was no longer observed and the flow was no longer high. The reported issue, baseline flow icon, has been confirmed by field service engineering. The reported issue of system notice 50005, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection, has not been confirmed by field service engineering or through data analysis. The system notice was resolved on site and it may be related to use of a competitor radiofrequency console which is known to cause interference with the cryo console. No product or data files were returned for analysis. Console n-6278 failed the inspection due to a defective check valve (cv4). After the field service engineer serviced the console, it was tested and deemed appropriate for clinical use. (B)(4).

Event description:
It was reported that during a cryoablation procedure a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter, coaxial umbilical cable and electrical umbilical cable were all replaced and the notice persisted. A coaxial connector icon was also observed. The console required field service. The procedure was completed with radiofrequency technology. Upon manufacturer's investigation, an out of specification finding was observed. No patient complications have been reported as a result of this event.